Event description:
Complainant alleged that during functional testing, the device displayed a "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Evaluation results: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and ECG stressing without duplicating the customer's report. The defib receptacle was replaced as a precaution. The device will be tagged with a warning to the user to discard the multifunction cable used in the event to prevent recurrence and returned to the customer. Analysis of reports of this type has not identified an increase in trend.